Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a an error in the motor was detected by reading unexpected value from hall sensor alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that they performed displacement test and insulin pump passed it and performed self test and insulin pump did not pass it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected pump error 43 alarm noted during testing. However, moisture damage in the reservoir tube and motor assembly and a corroded motor home switch noted during visual inspection. Device received with pillowing keypad overlay and minor scratches on case.